Event description:
It was reported by svc report that the nurse call cable at the head end of the bed was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Nurse call cable.